Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was started 435 mg/dl at time of incident. Customer reported that the insulin pump had insulin flow blocked alarm. Customer was reported a past event. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by changing complete set. Customer declined troubleshooting for high blood glucose. The customer experienced symptoms as indicative of the possible onset of diabetic ketoacidosis. The insulin pump will not be returned for analysis.